Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on (B)(6) 2015 to report that a (B)(6) old male patient had a rash on his back. The rash was comprised of red, raised bumps that itched. There was no broken skin, seepage, or bleeding. The patient's nurse applied an ointment to the rash and the patient applied lotion to the rash. The patient also previously had welts, but had taken benadryl and they were no longer present. Follow-up indicated that the condition of the rash remained the same. The medical outcome of the rash is unknown.